Event description:
Related manufacturer reference number: 2017865-2023-50315. It was reported the patient presented for a pacemaker replacement procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds after being tethered. During retrieval of the lp, the snare on the retrieval catheter loosened and the lp migrated to the pulmonary artery. The lp was successfully explanted and replaced. There were no patient consequences.